Manufacturer narrative:
The company rep was unable to duplicate the reported problem. As a precautionary measure, he reseated all video and main pcb junction connectors. The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp screen became blank. After rebooting the iabp, the screen flashed and showed no discernible data. The pt was switched to another iabp and therapy was continued. No pt injury was reported.